Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the ceramic head (insulation beak) failure is a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force. However, a root cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath exhibited the ceramic head was loose. There was no patient involvement.